Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: complaint- one of the nurses noticed that when they use the (B)(6) #22 angio lot#5115177 after getting blood return and retracting the needle the needle breaks through the catheter creating a hole in the plastic catheter. Was there an injury: no. Was there a death: no.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5115177. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.